Event description:
Our affiliate is reporting the tip of the expressew instrument broke inside the shoulder joint. The piece was removed from the patient, and no adverse effects are being reported.

Manufacturer narrative:
Our affiliate in another country is reporting the device will be returned to the u.s. For evaluation. When the complaint device is received, it will be subjected to a failure analysis. The results of the evaluation will be posted in a follow-up report.